Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this patient required a pericardial effusion as apparently the tip of the right atrial (ra) lead perforated the atrium. No allegations were made regarding the lead's performance.